Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received that the patient attempted to undergo surgical intervention on (B)(6) 2020, but the procedure was abandoned. (Manufacturer report reference number: 3006705815-2020-30839 & 3006705815-2020-30840).

Event description:
Review of records shows the patient underwent surgical intervention on (B)(6) 2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Further information received that only one lead was explanted and replaced during the surgery on (B)(6) 2020. Note: it is unknown to the manufacturer which lead was explanted and replaced, therefore both leads are being reported on.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-30769. It was reported that the patient experienced lead migration. The patient may undergo surgical intervention to address this issues.